Manufacturer narrative:
Product analysis: at analysis it was noted that the main seal was bulging out and at incoming testing the device failed on the ventricular pace pulse noise test on the automated testing system. The unit was cleaned and inspected, the main seal was repositioned and the unit was tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was originally returned for its annual test and calibration procedure subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.